Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result was 8.49, repeats were 1.89 and 1.92 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting a falsely elevated magnesium result on an architect c4000, serial number (B)(6) . Through an extensive investigation, the tss performed extensive troubleshooting, replaced multiple parts, and manually cleaned the cuvettes, cuvette pair replacement set, list number 01g46-02, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section e1 - phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 01r24-56, that has a similar product distributed in the us, list number 02p24.

Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result was 8.49, repeats were 1.89 and 1.92 mg/dl. There was no impact to patient management reported.